Event description:
Affiliate reported that in 2009, the device was implanted via v-p shunt with an unk pressure setting. After the surgery, the device could not reprogram the pressure. As a result, the device was replaced three months later.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was visually inspected as well as tested for programming and pressure. The device functioned as it was intended. The catheter was irrigated, the flow was normal, 4 holes out of 16 holes were found to have some biological debris in them. Two partially blocked and 2 blocked. This however, would not have had an impact on flow. Review of the history device records confirmed the valve conformed to the required specifications when released to stock. Based on the results of the investigation, a root cause could not be determined as the problem reported by the customer could not be duplicated. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.